Manufacturer narrative:
E1:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 02-jun-2024, it was reported that the infusion set tubing came apart. The site of location is left thigh and infusion set is used for 18 hrs. No further information available.